Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a sling placement for stress urinary incontinence performed on an unknown date. According to the complainant, during the procedure, the physician perforated the bladder. The device was immediately removed. There were no medical interventions done to the patient. The physician will let the perforated site heal first before he will reschedule the procedure. The procedure was not completed due to this event. There was no issue with the device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported the patient was over 18 years.